Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (1,500.0 mcg/ml at 75.1 mcg/day) via an implantable pump for an unknown indication for use. It was indicated the hcp was surprised to see an episode on (B)(6) 2018, as they did not have any record of putting the patient through for an MRI scan. The patient could not recall any significant change in spasticity control or having an MRI scan on that particular day. Pump logs from an interrogation on (B)(6) 2019 at 10:34 were provided. The logs indicated motor stall occurred on (B)(6) 2018 at 13:45 with a recovery at 16:08. There were no reported symptoms. Further complications were not reported or anticipated.